Manufacturer narrative:
Customer complained on (B)(4) 2021 the display is blank and buttons are responding. Device passed displacement test, self test, active current measurement and sleep current measurement. Device was monitored. No blank display noted during testing. Intermittent response from all buttons due to corroded keypad traces. Device passed the keypad voltage test. Device successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. No power anomalies noted during testing or in the device trace download. Found moisture damage to motor assembly, electrical board 1 and electrical board 2 during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay and cracked case (battery tube). The p-cap/reservoir does lock properly. Intermittent response from all buttons due to corroded keypad traces. No blank display noted during testing. Found moisture damage to motor assembly, electrical board 1 and electrical board 2 during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump's buttons are not completely died and it won¿t work it was blank responding and the left arrow and back button was not work sometimes. Customers stated that numbers were not ramping on their own. No harm requiring medical intervention was reported. The device will be returned for analysis.